Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 12 july 2016. The fse found cups stuck under the incubator cover and removed the cups. The eingneer also inspected the turntable to assure there were not any spills in the incubator. The fse performed several cup transfers with no errors. The engineer noted a clog detected and performed a clog sense adjustment. The customer ran quality control with acceptable result. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was test cup stuck in the incubator

Event description:
On (B)(6) 2016 a customer reported error 4275 incubator slipping detect. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ipth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.